Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse could not confirm an active leak. The fse replaced the diluent filters and diluent tubing as preventive maintenance. While onsite, the fse found a fitting from the red blood cell (rbc) aperture housing had broken off. The fse replaced the rbc aperture housing resolving the plt background issue. The fse was not able to confirm an active leak. The failure mode related to the plt background failure was attributed to a broken fitting from the rbc aperture housing. Beckman internal identifier number for this report is (B)(4).

Event description:
The customer reported to beckman coulter (bec) that the probe in the coulter ac*t-diff analyzer was dripping 1-2 drops following a startup. The leak was not contained within the instrument. The customer also reported that platelets (plt) failed the background. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.